Event description:
It was reported the patient experienced anxiety as the inflatable penile prosthesis (ipp) was not working well following the initial implant. The patient indicated that when the pump squeezed, the cylinders would not inflate. The physician replaced the ipp pump. No further patient complications were reported.